Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well image in question on the testing instrument and determined that the test well image was visually negative.

Event description:
On (B)(6) 2017, it was determined that a customer event of unexpected negative well result when using anti-a (murine monoclonal) series 1 on a galileo instrument was to be reported. Customer testing of the blood sample in question was on (B)(6) 2017.